Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator allegedly having a ventilator inoperative condition. The device was returned to third party service center for evaluation. During the evaluation at the third part service center, the customer's complaint was confirmed. The system board was replaced to address the issue. During the evaluation of the device, the device failed a test step. The active exhalation control module was replaced to address the issue.